Event description:
It was reported by the rep that the (1) ez45b was used during a thoracoscopy procedure. It was reported that the device misfired during the surgery. The surgeon then used a biovascular linear cutter which misfired. The case was completed with another ez45b.the surgeon also used biovascular pericardial clips. There was no consequence to the pt.